Event description:
Additional information received from manufacturer representative on 2017-mar-20 reported they did not know who initially reported the event to them. Diagnostics/troubleshooting performed was unknown. It was noted that the catheter was revised and the healthcare professional (hcp) stated they believed they caused the catheter issue. It was noted that the hole in catheter and loss of therapy was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis found a slice/cut in the catheter body not related to explant damage.

Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for spinal pain. It was reported a catheter event occurred and catheter event was confirmed. Manufacturer representative (rep) stated a piece of the anchor was protruding through the patient's skin. Rep stated the healthcare professional (hcp) thought this occurred during the original implant procedure on (B)(6) 2016 and believed the needle actually pierced the anchor and catheter while closing. Rep stated hcp was looking at the piece of catheter they removed and discovered a hole. Rep stated this would explain the loss of therapy the patient experienced when the catheter was placed. The issue was diagnosed via surgical exploration. Rep requested confirmation on the catheter length of the spinal segment. It was confirmed the spinal segment length was 61.8 cm. Loss of therapy was reported and was consider a sudden change in symptoms. No further information could be obtained as rep had to return to operating room (or).

Manufacturer narrative:
Patient code (B)(4) no longer applies to the catheter and instead (B)(4) applies to the catheter.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.